Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. Corrected field: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, the foreign material could not be identified. It is likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to the physical damage on the device. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual jf type 260v, tjf type 260vreprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.